Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated. The stopper also separated from the plunger rod and the plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no. 328440, batch no. Unknown. It was reported that needle shield is difficult to remove, needle hub separated and stayed inside shield. Also reported rubber stopper separated from plunger rod and plunger rod was difficult to move. Consumer stated that the issues involve more than one box, not sure what issues relate to each box, she saved several syringes from different boxes of the same product. Consumer currently has one box, the other boxes have been discarded, lot #s are unavailable.